Manufacturer narrative:
The investigation was based on the information provided by the customer. We received further information from the customer that the device alarmed for leakage during the event and that the customer suspects a leakage in the pressure reducer of inlet module as the root cause. The log file and the replaced part were not available for the investigation. A leakage in the pressure reducer of inlet module will result in an alarm and does not affect an ongoing ventilation. However, based on the available information no root cause could be determined. The device reacted as specified for either an internal deviation by posting a visual and audible alarm.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device alarmed the red alarm system failure during use on a patient. The device was immediately replaced. No patient injury reported.